Event description:
It was reported that post implant overnight monitoring revealed loss of ventricular capture. The ventricular threshold had increased from <1.0 v to 2.5 v. Sensing was intermittent. An x-ray did not show that the lead was significantly out of place. The lead was repositioned.